Manufacturer narrative:
(B)(4).

Event description:
It was reported that "clip does not close or open after locking". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "clip does not close or open after locking". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "clips not closing/locking" was not confirmed based upon the representative samples received. The customer returned 21 sealed representative cartridges of 544230 hemolok ml clips 6/cart 84/box for investigation. Visual examination of the returned samples revealed that all the clips were correctly seated in the cartridge. The cartridges were returned to the original packaging, and the clips were returned correctly seated in the cartridge. No other defects or anomalies were observed. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All the clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. A corrective action is not required at this time as there were no functional issues found with the returned representative samples. Per DHR the product was manufactured on 12/02/2024 a total of (B)(4) pieces. Lot was released on 12/18/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this n ature. Other remarks: n/a. Corrected data: n/a.